Event description:
The caller contacted baxter's technical service center regarding system error 2240, which occurred on the homechoice (hc) during dwell 2 of 4. The technical service representative (tsr) determined that the home patient (hp) did disconnect during a dwell and did not press stop prior to disconnecting. The tsr had the hp close all the clamps to bags/patient line, cycle power off/on. System error 2367 alarm occurred, the tsr had the hp cycle power off/on and press go to start. The hc was at load the set. The hp removed the cassette. The tsr advised the hp to dispose of current supplies and start over with either manual bags or all new supplies. The patient was connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were not used. The patient did disconnect prior to the alarm or observed air. Proper disconnect procedures were not used. The patient reconnected. All bags were properly connected. There were no open clamps on the unused supply lines. There was nothing unusual noted about the supplies. Proper procedures per the user manual were reviewed with the reporter. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. It was unknown how the hp would complete therapy. The sample was not available for evaluation. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Upon further investigation it was determined that there is no information to reasonably suggest that this device malfunction would cause or contribute to a death or serious injury if it were to recur.